Event description:
A fire originated in a one-story dwelling. The fire was contained to the living room and resulted in a death of a civilian. It was determined that available combustibles were ignited by careless smoking. The facility requested airsep corp to review photographs.

Manufacturer narrative:
The facility sent airsep corp 20 photographs to examine of the fire scene and oxygen concentrator. The fire report determined the fire started as a result of careless smoking. The fire ignited the oxygen supply tubing and burnt back to the oxygen concentrator causing it to burn. Airsep corp letter sent to the facility.